Manufacturer narrative:
(B)(4). Event description: still under investigation.

Manufacturer narrative:
A review of complaint history and a review of quality control were conducted during the investigation. Per information supplied by the customer, no product will be returned. There is no evidence to suggest that the product was not manufactured to specifications. We are inconclusive as to why this failure mode occurred. Quality engineering risk assessment concluded that no further risk reduction is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
Catheter separated from hub of unit. Catheter no longer on hub after undressing entry site after operating room. Had to go back to operating room in order to remove catheter. The catheter had to be surgically removed from left wrist. Patient had to return to operating room to be re-intubated and then surgical incision was necessary on left wrist to retrieve missing catheter. Surgical incision on left wrist with scarring from retrieving catheter. Update october 20, 2014 - per the physician - the catheter was working fine interoperatively and during transport to the pediatric ICU. Almost immediately after the patient arrived at the pediatric ICU, a nurse noticed a fluid bubble at the hub of the device. The nurse removed the dressing and the hub came off with the dressing. There was no catheter attached. They performed an x-ray of the wrist to confirm that the catheter was still in the patient. They then went back to the operating room to surgically remove the catheter.